Event description:
The article, "procedural outcome and long-term follow-up of patients undergoing epicardial or endocardial left atrial appendage occlusion", was reviewed. This research article is a retrospective single-center experience to evaluate endocardial left atrial appendage (laa) occlusion using amulet and the epicardial ligation with lariat, and 1-year follow-up data in patients with atrial fibrillation and high risk for stroke and bleeding. The devices included in the study were amulet and lariat. The article concluded that epicardial ligation of laa is associated with a longer fluoroscopy time and procedure time compared to the endo approach. Early follow-up revealed more thrombi in the epicardial group and more peri-device leaks in the endocardial group. A 1-year follow-up and long-term follow-up showed comparable clinical results. [The primary and corresponding author was karin nentwich, department of invasive electrophysiology, campus bad neustadt, von guttenbergstrasse 1, 97616 bad neustadt/saale, germany, with corresponding e-mail: karin.nentwich@campus-nes.de.] This study included patients who underwent laa occlusion from 01 november 2018 to 30 august 2024. A total of 112 patients were included in the study, of which 38.3% (43) received an abbott device. The average age of the endocardial group was 78.5 years. The average age of the epicardial group was 74.7 years. The majority gender was male. Comorbidities included diabetes, coronary heart disease, and prior stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including diabetes, coronary heart disease, and prior stroke. Complications reported included patient device interaction problem (thrombus, residual shunt), stroke, thrombus, perforation, hematoma, pericarditis, surgical intervention, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: procedural outcome and long-term follow-up of patients undergoing epicardial or endocardial left atrial appendage occlusion b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.